Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es quality control result was obtained while using the vitros eci system. There is no evidence that a reagent related issue contributed to the event. Analyzer repairs were required by an ocd field engineer to return the vitros eci system to expected operation. Root cause of the unexpected result was determined to be analyzer related.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es quality control result (11.0 vs. An expected result 0.014 ng/ml) processed on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).